Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient wanted serial and model number of ins so patient services provided info. Patient said they lost weight and the ins was rubbing on their pants so in (B)(6) 2017 the ins was implanted deeper into the muscle.